Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. During servicing, lvp bezel post recall completed, replaced bezel assembly replaced rear case recall completed. Door latch 3 party, front door 3 party, air in line damaged, iui damaged return customer unrepaired. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.